Manufacturer narrative:
Evaluation summary: the portal was returned with 1 inch of catheter attached. Portal was patent when injected with saline solution. The distal end of the 1 inch segment of catheter was flared outward. The portion of catheter reported to have been split was not received for evaluation. Unable to confirm customer's report.